Event description:
It was reported that the customer's insulin pump alarmed motor error with an empty reservoir and also during the rewind process. It was mentioned that the device was not exposed to a high magnetic field. The displacement test was performed and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked case on lcd display window corners and missing end cap sticker noted.